Event description:
Medical affairs spoke to pt who mentioned that in 10/2003 prior to going to a restaurant to eat dinner, pt tested their blood glucose; however, does not recall what the reading was. Pt took their insulin and claims the reading was "normal" or else pt would have been accompanied to the restaurant. When pt arrived at restaurant to meet their family member, pt sat down at the table, and before even ordering their food pt passed out. Paramedics arrived and pt was treated with glucose and was taken to the e.r. Where pt was there for three hours before being released. Pt does not know what their reading was when the paramedics arrived or what the reading was in the e.r. Pt has had many problems with this particular lot of test strips not showing a blue confirmation dot, even when there is enough blood on the test strips. Customer service was unable to resolve the issue and sent pt new supplies. Based on the info provided, this case is being reported as an adverse event, since pt suffered a serious injury that could be a result of test strips malfunctioning.